Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 07sep2018 to assess the instrument test well images in question for id362, which appeared as visually weak positive. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On 07sep2018, an immucor employee reported on behalf of a customer site an unexpectedly negative antibody identification when using capture-r ready-ID with a galileo echo instrument, when tested on (B)(6) 2018.